Event description:
Procedure: gastrectomy. According to the reporter: the staple line was intact, but there was a serosal tear. The surgeon fired a second load just proximal to the first fire and it worked fine. He used a wound retractor to remove specimen and when he did, he repaired the serosal tear with suture.

Manufacturer narrative:
(B)(4).